Event description:
It was reported that pump battery depleted faster than customer expected, which led to pump shutdown and caused customer¿s blood glucose level to rise above 500 mg/dl with exact value unknown. Customer did not require assistance from any third party. Customer addressed high blood glucose level by delivering correction bolus using pump and was able to resume insulin after shutdown. Technical support reviewed pump usage, explained that battery depletion was consistent with customer¿s settings and behavior, and educated customer on factors contributing to faster battery use, which customer understood and acknowledged.